Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed possible options with the health care professional (hcp), including imaging and defibrillation threshold (dft) testing. It was noted that the shock impedances had been high over the past year. This electrode and s-ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to d4 model number from 3400 to 3010.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed possible options with the health care professional (hcp), including imaging and defibrillation threshold (dft) testing. It was noted that the shock impedances had been high over the past year. This electrode and s-ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.